Event description:
It was reported that the device was found unable to generate and control negative pressure. No patient harmed, and no injury reported because this was found during service and repair.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have established a relationship between the reported event and the device. A visual inspection found no defects. The functional evaluation found that the device could not generate and control negative pressure and the root cause being a defective pump. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event and this investigation is now complete with no further action deemed necessary at this stage. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.